Event description:
Repeated occlusion alarm noted on IV pump, but when line was flushed no problems were detected. Tpn and intralipids were infusing through a trifuse tubing, and antibiotics were given through third medication port of tubing. Gentamicin was infused and a peak level draw after infusion of the dose was noted to be the same as the trough level. Several hours later patient's linen noted to be wet, and medication port of trifuse noted to be leaking after the "clave" port. This port was clamped. Leak and occlusion alarms stopped. IV site was saved.